Manufacturer narrative:
Per the tandem user guide: your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was unresponsive due to the customer dropping the pump in water. There was no adverse impact to customer¿s blood glucose level. The customer continued to use the pump in addition to basal injections.